Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 272 mg/dl in the morning. The customer delivered a bolus to stabilize bg level. The customer stated that elevated bg level was due to not counting carbohydrates correctly and did not deliver enough insulin to cover for the carbohydrates consumed. The customer declined to troubleshoot with tandem technical support (cts).